Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high out of range shock impedance measurements greater than 125 ohms. The physician believed the cause of the high out of range shock impedance was due to the myocardium tissue growing around the rv lead coil. No additional adverse patient effects were reported.